Manufacturer narrative:
Findings: drive support disk was inspected and no anomaly was noted. No excessive "no delivery" alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer stated high blood glucose due to no delivery, does not need to troubleshoot had her check drive support drive and found it flat. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 400 mg/dl. The customer stated the drive support cap is flush. The customer doesn't recall any significant event leading to the issue. The customer doesn't recall presing the cap while connected. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.